Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation with left ventricular pacing. The left ventricular lead was repositioned which eliminated the stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.